Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that the probe was faulty and replaced the probe to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the probe for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that they were unable to accurately measure the blood oxygen saturation value. The device was in use on patient at time of event, there was no adverse event reported.